Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on an unknown date catheter was cut during surgery by healthcare professional (hcp). It was noted patient underwent surgery near the catheter site. It was unknown if diagnostics/troubleshooting was performed. Catheter replacement was scheduled for (B)(6) 2017. It was noted the catheter was not resolved at time of report. It was noted hcp would have more information available on 2017-jan-19. It was noted no surgical intervention occurred, surgical intervention was planned and had been scheduled for (B)(6) 2017. Patient's status was alive-no injury. It was later reported on (B)(6) 2017 that the existing catheter was removed and replaced with an ascenda catheter. The existing pump remained intact. No symptoms reported. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-25 from a manufacturer representative provided the initial reporters information and initial reporter was a healthcare professional. The surgery the catheter was cut during was unknown. Device information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.